Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the device ar-1588t (lot: 15378964) blocked when pulling in and shortening. Tension cords ultimately tore during further retraction. The tightrope implant was completely removed from the knee joint and cut off from the graft. The surgeon wanted to use a btb tightrope, but the device could not be threaded during use as per instructions. The device ar-1588btb (lot: 14200696) could therefore not be used. The graft was then fixed femorally with a resorbable screw. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1588btb, btb tightrope®, batch 14200696, was returned for investigation. Visual evaluation noted that the suture system was damaged/torn. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. The complaint allegation is confirmed.